Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The original fork on the argus system was found to have cracks in the weldments. The original fork was replaced using a different supplier and the system is fully functional at the customer site.